Event description:
During a percutaneous transluminal angioplasty (pta), it was reported that the 8f 088 90cm vista brite tip guiding catheter was inserted into the patient's body, and the catheter got stuck and could not advance further (tracking difficulty). So the physician confirmed under fluoroscopic, the distal tip was noted to be frayed. Therefore, the physician stopped using the device and used a new guiding catheter. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
Addendum (13-may-2015): additional information was provided by the affiliate. The device got ¿stuck¿ with the vessel during advancement to the target lesion. There was difficulty noted tracking the device through the vasculature. The tip of the catheter was observed to be frayed. There was no resistance met while withdrawing the device. A non-cordis destination device was used to complete the case. The intended procedure was carotid artery stenting. The vessel/lesion characteristics are unknown. The device was not resterilized. The access site location is unknown. There were no anomalies or damages noted to the device or the packaging prior to use. The device was handled and prepped according to the IFU guidelines. The device did not separate. Excessive force was not applied at any time during the case. There was no resistance met advancing the device over the guide wire. There was no difficulty inserting the device through the sheath. The device did not kink at any time. Excessive torquing was not required. Complaint conclusion: during a percutaneous transluminal angioplasty (pta), it was reported that the 8f 088 90cm vista brite tip guiding catheter was inserted into the patient's body, and the catheter got stuck and could not advance further (tracking difficulty). So the physician confirmed under fluoroscopic, the distal tip was noted to be frayed. Therefore, the physician stopped using the device and used a new guiding catheter. The procedure was finished successfully. There was no patient injury reported. The device got ¿stuck¿ with the vessel during advancement to the target lesion. There was difficulty noted tracking the device through the vasculature. The tip of the catheter was observed to be frayed. There was no resistance met while withdrawing the device. A non-cordis device was used to complete the case. The intended procedure was carotid artery stenting. The vessel/lesion characteristics are unknown. The device was not resterilized. The access site location is unknown. There were no anomalies or damages noted to the device or the packaging prior to use. The device was handled and prepped according to the instructions for use(IFU) guidelines. The device did not separate. Excessive force was not applied at any time during the case. There was no resistance met advancing the device over the guide wire. There was no difficulty inserting the device through the sheath. The device did not kink at any time. Excessive torquing was not required. The product was returned for analysis. One non sterile unit of vista brite tip 8f 0.088¿ was returned. Per visual analysis kinks were found at 2cm, 3cm and 52 cm from catheter distal end. Contrary to the reported by the customer, no anomalies or damages were observed on the distal tip and the tip looked smooth and in good shape. The catheter od /ID were measured near to kinks and results were found within specification. A device history record (DHR) review of lot 17157288 revealed no anomalies or non-conformances that can be associated with the reported complaint. The event reported as ¿catheter body/shaft - tracking difficulty¿ could not be confirmed due to the nature of the complaint. The reported ¿brite tip/distal tip ¿ frayed/split/torn¿ was not confirmed by analysis of the returned device as dimensional analysis was performed successfully. The exact cause of the reported event could not be confirmed as no anomalies or damages were observed on the distal tip of the returned product. Therefore the reported event could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). The gender of the patient is unknown. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.